Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received in the no manufacturing mode. Pump was received with cracked battery tube threads and a cracked case along the side of the battery tube. The reservoir tube lip was broken along with missing tube retainer and o-ring.

Event description:
It was reported via phone call that the insulin pump had a damaged battery compartment. No further details were provided. The insulin pump was returned for analysis.